Manufacturer narrative:
The investigation of the returned coil system found the pusher heater coil kinked, and the proximal section of the implant stretched, which is consistent with the coil elongation described in the reported event. The event description states that the coil was not retrieved and was pushed into the vessel, which would indicate that the coil was detached; however, the implant coil was returned still attached to the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked heater coil and the stretched implant, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. Based on our investigation findings, there was no coil detachment malfunction. The coil was stretched. Therefore, mvi no longer considers this event a reportable malfunction event.

Event description:
See h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and will not be returned to the manufacturer for evaluation. However, the pusher component of the device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. This report addresses the second coil. The first coil is referenced under MFR report #2032493-2025-90628.

Event description:
It was reported that during a splenic embolization procedure, two coils became elongated. The physician attempted to retrieve the coils; however, both of them prematurely detached. A wire was used to push the coils backed into the vessel. The procedure was completed successfully. The patient is doing well.